Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics, and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and was suspected of exhibiting premature battery depletion. Technical services (ts) provided troubleshooting options and recommended device replacement if the interrogation issues continued. Subsequently, this ICD was explanted and replaced. This ICD has returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and was suspected of exhibiting premature battery depletion. Technical services (ts) provided troubleshooting options and recommended device replacement if the interrogation issues continued. Subsequently, this ICD was explanted and replaced. This ICD has not been returned for analysis and no additional adverse patient effects were reported.